Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument it was observed that the cable on the instrument was broken. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with a frayed pitch cable at the distal clevis hub. The clevis did not exhibit any damage. The frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.